Event description:
It was reported that during a knee surgery, a fresh '2-0 cartridge' was loaded onto the 'novostitch handle' and advanced into the knee joint; upon visualization it appeared a small curved piece had peeled off the tip of the cartridge. When trying to remove the cartridge from the knee, this piece came loose. The piece was retrieved with an arthroscopic grasper. The procedure was completed with a competitor device. A significant delay greater than 60min took place, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Manufacturer narrative:
H10, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Smith and nephew has not received the device/relevant clinical documentation to perform a thorough medical investigation nor to determine the clinical root cause of the reported failure. Based on the information provided, the broken tip was retrieved from inside of the patient¿s knee using x-ray. Per the compliant, all the broken pieces were received from inside of the patient. According to the report, the procedure was completed with a competitor¿s device with a delay of greater than 60 minutes. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include improper jaw alignment or excessive stress on the distal tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.